Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced a burning sensation while using the magic3 go intermittent catheter. The patient thought it might be because of the patient was used to a smaller 28816 speedicath compact. The patient had been using the intermittent catheter less than 90 days. No medical was intervention reported. Per follow up information received via email on (B)(6) 2021, customer experienced periodic urinary tract infections since mid-2007. The urinary tract infection most recently treated for the patient seemed to begin after using the magic go catheters. The patient experienced numerous urinary tract infections over the years, but felt magic go intermittent catheters were constructed differently and was uncomfortable. Also stated that the insertion portion of coloplast catheters was shorter than the magic go. So, the user required longer length to hold the magic go catheter near the end that is inserted in order to steady it. After insertion, customer felt a burning sensation in their urethra and began to develop a urinary tract infection. When switched back to the coloplast supply of catheters, it was more comfortable, but the urinary tract infection did not resolve. Later, the patient was prescribed antibiotic which cleared up the infection and stated no further treatments were required. The patient stated they used intermittent catheters per day to assure the bladder sufficiently empties.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a burning sensation while using the magic3 go intermittent catheter. The patient thought it might be because of the patient was used to a smaller 28816 speedicath compact. The patient had been using the intermittent catheter less than 90 days. No medical was intervention reported. Per follow up information received via email on 23sep2021, customer experienced periodic urinary tract infections since mid-2007. The urinary tract infection most recently treated for the patient seemed to begin after using the magic go catheters. The patient experienced numerous urinary tract infections over the years, but felt magic go intermittent catheters were constructed differently and was uncomfortable. Also stated that the insertion portion of coloplast catheters was shorter than the magic go. So, the user required longer length to hold the magic go catheter near the end that is inserted in order to steady it. After insertion, customer felt a burning sensation in their urethra and began to develop a urinary tract infection. When switched back to the coloplast supply of catheters, it was more comfortable, but the urinary tract infection did not resolve. Later, the patient was prescribed antibiotic which cleared up the infection and stated no further treatments were required. The patient stated they used intermittent catheters per day to assure the bladder sufficiently empties.